Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient. The sample was repeated, and the result was normal. The quality controls were within range. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 77.2 pg/ml, repeat result = 2.2 pg/ml (normal). During troubleshooting, instrument log was analyzed, and it was noted that the prior sample had an elevated troponin result of > 50,000.0 pg/ml. Carryover contamination of prior sample is suspected. No impact to patient management was reported.

Event description:
On 18dec2022, additional information was provided. The customer observed falsely elevated architect stat high sensitive troponin-I result on another patient. A second sample was drawn four hours later which generated a lower value. The first sample and another sample tube collected at the same time were retested and the results were also lower. The following data was provided: (B)(6) 2022 sid (B)(6): sample 1 initial result = 58.8 pg/ml, repeat result = 4.1 pg/ml. Sample 1a (different tube, same collection time as sample 1) = 4.1 pg/ml. Sample 2 (drawn 4 hours later) = 0.8 pg/ml. The customer did not provide the troponin cutoff value. The architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml was used to determine positive/negative interpretation.

Manufacturer narrative:
Additional patient added. The following sections were updated: section a1-patient identifier: sid (B)(6) added. Section b3-date of event: updated to reflex date of event of the additional patient. Section b5-discribe event or problem: updated with the additional patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42452ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 42452ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 42452ud00 was identified.

Manufacturer narrative:
This follow up is being submitted to update section a1 (patient identifier) to multiple. The sids involved were: (B)(6).